Event description:
It was reported that customer received a failed delivery on nsulin pump. It was also reported that insulin pump did not alarm when customer's blood glucose levels were in the 500's. The blood glucose reading was over 496 mg/dl.nothing further reported. Customer stated that cannula was bent and that she tried to deliver a bolus and insulin pump still did not alarm no delivery. Customer stated that she does not wish to troubleshoot insulin pump at this time since she is on vacation and will not be using the pump for now. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.